Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter was inserted without problem. However, after placement, it was found kinked by x-ray. Therefore, it was removed and replaced with a new one. No injury to the patient occurred. The insertion site was unknown." Additional information received states "the kinked part was the catheter body. Usually, the catheter curves when bent, but it did not curve but kinked in a concave condition. Therefore, it seemed that the lumen could not be secured and the blood flow reduced." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter was inserted without problem. However, after placement, it was found kinked by x-ray. Therefore, it was removed and replaced with a new one. No injury to the patient occurred. The insertion site was unknown." Additional information received states "the kinked part was the catheter body. Usually, the catheter curves when bent, but it did not curve but kinked in a concave condition. Therefore, it seemed that the lumen could not be secured and the blood flow reduced." There was no medical intervention required. The patient's current condition is reported as "fine".